Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 days post implant of this 23mm aortic bioprosthetic valve, it was reported that the patient had eccentric moderate reflux or regurgitation. It was stated that the valve will be replaced with another valve. No intervention or additional adverse patient effects were reported. Subsequently, 4 days later, it was explanted and replaced with a 23mm valve of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: g3: the first date a medtronic person became aware of this reportable event was on 2024-jul-22. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.